Event description:
The implant card was received which confirmed that both generator and lead were replaced on (B)(6) 2013. The lead impedance was marked ok. The implant card lists the generator being explanted due to prophylactic replacement and that neos = no. The lead was marked replaced for lead discontinuity.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that diagnostic testing resulted in high impedance >10,000 ohms. The epileptologist programmed the device off on (B)(6) 2013 and the patient was referred to surgeon for device replacement. It was reported that the epileptologist obtained the high impedance reading on the first visit with the patient. The epileptologist indicated that it is uncertain if any patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance reading and that no x-rays were taken. The patient underwent generator and lead replacement on (B)(6) 2013. It was reported that the generator was replaced prophylactically. Both lead and generator were discarded by the explanting facility and will not be returned to device manufacturer for analysis.